Event description:
It was reported by service report that there was no power to the footboard, causing a loss of bed exit and scale functionality. No pt involvement or adverse consequences are reported.